Event description:
It was reported that the patients left ventricular (lv) lead had experienced a fracture, outer insulation damage and was exhibiting high impedance levels. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 694765, lead; implant: (B)(6) 2010. Model: 5076-52, lead; implant: (B)(6) 2007. (B)(4).